Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for five patient samples from cobas e 801 module serial number (B)(4). Of the data provided, only the results for three of the patient samples were reportable malfunctions. Patient 1 initial result was 197 ng/l. The repeat result was negative twice. No specific data was provided. Patient 2 initial result was 166 ng/l and the repeat result was 73 ng/l. On (B)(6) 2019, patient 3 initial result was 199 ng/l and the repeat result was 3 ng/l. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.